Manufacturer narrative:
Product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and found that the front enclosure and battery lock were damaged. The returned platform underwent and passed initial functional testing. The system was turned on/off, ran for 30 minutes using an lrtf (large resuscitation test fixture) and no anomalies or errors were observed. A review of the archive was performed and multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) errors occurred on the reported event date of (B)(6) 2014. The load cell single point, battery lock and front enclosure were replaced. The system underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a ua7 was confirmed through review of the archive. The root cause of the ua7 was determined to be due to a defective load cell, which was replaced, remedying the ua7.

Event description:
Complainant alleged that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. The customer pulled the lifeband all the way up and attempted to reset the autopulse, however, the reported issue did not resolve. No adverse patient sequelae was reported. No further information was provided.